Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed at the end of (B)(6) 2021. A month later, the patient was admitted to the hospital with 5 days of proctitis and peri-rectal pain. A flexible sigmoidoscopy was performed showing a 2mm abscess in the rectum. The gel appeared to be properly placed. On (B)(6) 2022, magnetic resonance imaging (MRI) was performed and showed an abscess on the left perirectal space near the spaceoar vue gel from 1pm to 3pm position. A rectal wall infiltration was noted. Patient was treated with antibiotics and hormone therapy. Patient was admitted to hospital beyond the standard of care. On (B)(6) 2022, the patient was discharged and was put on antibiotics for 7 days. The patient was advised to repeat the MRI once asymptomatic. Hormone therapy will be started and the prostate and nodes will be treated using intensity-modulated radiation therapy hypofractionated (imrt).

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed at the end of on (B)(6) 2021. A month later, the patient was admitted to the hospital with 5 days of proctitis and peri-rectal pain. A flexible sigmoidoscopy was performed showing a 2mm abscess in the rectum. The gel appeared to be properly placed. On (B)(6) 2022, magnetic resonance imaging (MRI) was performed and showed an abscess on the left perirectal space near the spaceoar vue gel from 1pm to 3pm position. A rectal wall infiltration was noted. Patient was treated with antibiotics and hormone therapy. Patient was admitted to hospital beyond the standard of care. On (B)(6) 2022, the patient was discharged and was put on antibiotics for 7 days. The patient was advised to repeat the MRI once asymptomatic. Hormone therapy will be started and the prostate and nodes will be treated using intensity-modulated radiation therapy hypofractionated (imrt). Additional information received on june 30, 2022. The patient was awake and the procedure was done under local anesthesia. The original needle appeared to pierce the prostate capsule. The physician pulled the needle back and re-advanced it into what appeared to be the correct position and continued the procedure. The patient was reported to be very uncomfortable during the procedure. A computed tomography (CT) scan was performed and appears to show the spaceoar vue under the capsule of the prostate and extends all the way around from the "6pm" to the "1pm" position with air bubbles in it.

Manufacturer narrative:
Additional information received on june 30, 2022 update on: block b5: describe event or problem. Block h10: patient code. Block b3: the exact date of the event is unknown. The provided event date, 01mar2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 08mar2022. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non vascular. Clinical code e 9000 captures the reportable event of abscess. Clinical code e 9205 captures the reportable event of pain. Clinical code e 1906 captures the reportable event of infection. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.